Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut the artery? Or did the clip fall from the artery? The clip detached from the artery and the branch that was supposed to be on the clip, bled. Bleeding quickly controlled without harm to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a myocardial revascularization heart surgery at dissection of the mammary artery procedure, the device is misaligned, forming cross clip and detaching of the artery. It was repaired with suture prolene. There were no adverse consequences for the patient.